Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that she had multiple no delivery alarms prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window, a cracked reservoir tube and cracked reservoir tube lip. The insulin pump contained moisture damage. However, the insulin pump passed the functional testing including, the displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery test. No excessive alarms noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.